Manufacturer narrative:
Follow-up #1: date of submission 10/23/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/02/2017 with the following findings: a review of the black box showed evidence of one call service (cs 088) alarm. A 24 hour duration test was successfully completed with no call service alarms duplicated. The pump cover was removed and moisture was found on the printed circuit board. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 088) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.